Manufacturer narrative:
H3: analysis of the wr9200 activa wireless recharger (serial number (B)(6)) revealed the device is unresponsive, leds scroll continuously, and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #:(B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger battery light was blinking green, even after resetting. The possible contributing factors were unknown. It was asked to reset the device via telephone, but when it was pressed and held down, the battery light went off once, then the light went back to blinking up and down. The power light did not respond and the device was unresponsive. The issue was not resolved at the time of this report.